Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection confirmed that the stent was not present on the balloon, stent was not returned with delivery system. Stent crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. Slight deformation was evident to distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous lesion with moderate calcification and 95% stenosis in the cx artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. There were no difficulties with removing the protective sheath. The stent was not inspected post removal of the protective sheath. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during the delivery. The pressure of the inflation device was neutral during the delivery of the device. The device did not pass through a previously deployed stent or cell of a stent. The physician commented that the stent could not pass through the lesion and the stent slipped off from the balloon. The dislodged stent was captured with a snare. The procedure was completed with a mdt stent of the same size. The physician believes the event is related to lesion morphology / procedural-related and not device related. No injury to the patient .